Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo and one video for analysis. The complaint of an extension line leak was able to be confirmed by the video. The medial extension line was found to be leaking blood near the juncture hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by visual inspection of the customer supplied video and photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "a patient who had a right infraclavicular central venous catheter installed, after installing the medications, there was evidence of a leak in the medial line. Due to the risk of infection and rupture of this line, a change of the central venous catheter was performed." No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "a patient who had a right infraclavicular central venous catheter installed, after installing the medications, there was evidence of a leak in the medial line. Due to the risk of infection and rupture of this line, a change of the central venous catheter was performed." No patient harm reported.